Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had bleeding on lcd glass, cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed button. Customer stated that the insulin pump continued to scroll to max bolus and they reverted to a back up plan. Customer did not recall any significant events leading to the alarm. Customer stated that the insulin pump was in their pocket and they had given a bolus and was going to give a correction when the insulin pump froze. Customer was advised to discontinue use of the insulin pump and revert to a backup plan. Customer's blood glucose reading at the time of the call was 110 mg/dl. The product will be replaced.